Event description:
The customer reported via phone call that the battery life on their insulin pump did not last long. The customer also reported a motor error alarm and a no delivery alarm occurring after inserting a new battery. The customer stated they have been receiving motor error alarms for the past year. Customer also reported a blank display occurring after inserting a battery into their insulin pump. Customer was able to resolve the issue with a new battery. The customer also stated the motor error alarm occurred during a bolus delivery and while priming. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer declined to troubleshoot for the no delivery alarm and a failed battery test alarm they received. Customer was advised to disconnect from the insulin pump revert to a back-up plan as their insulin pump needed to be replaced. Customer will be returning their insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.